Event description:
On march 19th 2010, the baxter field service technician advised that a colleague device, product code dnm8151, (B)(4), was serviced for the issue of the pump stopping from time to time. The date of incident and the process step is unknown. Patient injury/medical intervention was not reported to have occurred. The baxter field service technician repaired the device on site. As such, the device will not be returned to (B)(4) technical services.the software version for this device is currently not known.incident date: unknownbaxter notification date: mar-19-2010.product surveillance notification date: mar-19-2010.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of unintended shutdown. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.